Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after surgery, the patient was unable to drive at night 2 halos. Clinical reason being mentioned as unable to tolerate glare, halos, quality of vision. The iol(intraocular lens) was explanted and exchanged for an unknown monofocal lens in the secondary implant procedure. Additional information has been requested.

Event description:
Additional information has received and it states that the patient had a poor quality of vision and lens was replaced with non company lens. No patient impact was reported.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated product were not provided. The product investigation could not identify a root cause for the reported visual issues. The product was not returned. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the 24.0 diopter company lens was exchanged for a non company 24.5 diopter lens. It is unknown of the replacement lens was a toric model. The change in diopter may indicate it was an improved choice for the patient's visual needs. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).